Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified bye the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. No new information has been received. (B)(4).

Event description:
A pharmacist reported that an intraocular lens was exchanged. No other information was provided. Additional information has been requested.